Event description:
Pt for a renal radio-frequency ablation. Pt brought into interventional CT suite and pt prepped for general anesthesia, induced, and the pt was then intubated. Radiofrequency generator cart was brought into interventional CT suite. The valley lab/covidien rf cool tip unit was brought into the interventional CT suite as the rf ablation as the procedure was progressing. The unit plugged into the hospital red power outlet in the interventional CT suite. The 2 units that make up the valley lab/covidien cool tip rf ablation unit are powered up before this unit is connected to the pt. After the valley lab/covidien rf cool tip unit pt grounding patches were applied and the unit was attempting to boot up. A burning smell was noticed coming from the cool-tip switching controller unit. The unit failed its own safety self test and the unit was turned off immediately. The unit was removed from the CT interventional suite and the rep from valley lab/covidien brought another unit. This valley lab/covidien coil tip switch box model: ctsw control had failed previously in early 2008 and smoke billowed from this control unit. The same device that failed the same day, was returned to valley lab/covidien, and we received a letter from this company stating that a visual inspection found capacitor c40 on the temperature board 1 had ruptured confirming the customer's reported condition. The cause of this rupture could not be determined and the capacitor was replaced. This unit is used under operating room conditions with a high oxygen rich environment, which makes us highly susceptible to fires. For any fire to occur, three factors must be present. These are an oxygen source, a fuel source, and an ignition mechanism. In our situation we have two out of three and that's not an ideal situation. Surgery center, "fires in the operating room".